Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: deformation, device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported "rotation of the implant" and capsular contracture baker grade 3 related to the right side. X-ray, MRI and ultrasound performed. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued e1: phone number (B)(6). Device evaluation: analysis of the returned device identified: weight to the spec, voids in the gel, black particles in the shell, deformation and crease fold. Base don the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "rotation of the implant" and capsular contracture baker grade 3 related to the right side. X-ray, MRI and ultrasound performed. The device has been explanted. This record relates to the right side.